Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip that is completely detached from the base of the grip. The broken piece was not returned with the instrument. Components adjacent to this broken grip show damage which may indicate potential mishandling/misuse. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a broken tip on one side. There was no report of patient involvement or no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the tip of the maryland bipolar forceps instrument was found broken during central processing; there was no patient involvement. There were no issues during procedure.